Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead exhibited high thresholds. The lead was explanted and replaced. It was also reported that during the procedure after the new lead was implanted the physician was unable to engage or affix the set screw in the port of the cardiac resynchronization therapy defibrillator (crt-d) for the new lead. Troubleshooting was performed but the set screw problem could not be resolved. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.